Event description:
It was reported that during the deployment of an everflex entrust self-expanded stent in the superficial femoral artery and popliteal artery, several issues occurred. The stent experienced deformation during deployment and was unable to be deployed as intended. The thumbwheel became stuck after one turn, and during manual deployment using the pin and push technique, the stent became elongated in vivo. The elongated stent was ultimately left in the patient. The procedure was completed, and no patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis one still image was returned for analysis. Image shows the right femoral to popliteal artery with one long stent implanted within a second short stent. The long stent appears to be deformed at the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis only the catheter portion of the device was returned, the device was identified by the strain relief, the pull wire was still attached to the rest of the device, a series of kinks were noted along the length of the silver outer sheath the back hub / leur was also returned separate to the device, due to the condition of the returned device, no further testing could be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the superficial femoral artery is the associated vessel, right distal. Type of lesion was long calcified with no degree of tortuosity, severe degree of calcification and 70-80% lesion stenosis, artery diameter was 6 mm and lesion length was 80 mm. No abnormalities reported in relation to anatomy. A balkin 6f sheath and a super stiff 0.035 guidewire was used. No embolic protection was used. No damage was noted to packaging (i.e. Shelf carton, hoop/tray) and no issues noted when removing the device from the hoop/tray. The IFU was followed and the device was prepped with no issues identified. The lesion was pre-dilated. No resistance was encountered during delivery to lesion. No excessive force was used and the device did pass through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to procedure and the lock-pin was removed before attempted deployment. When trying to deploy manually using the pin and push technique the stent got elongated ("like a supera"). The procedure was started with a competitive stent that also did not deploy correctly. The entrust was added to secure the first failed stent. Patient symptoms were not immediate, in the evening of the procedure, patient experienced severe pain. On sunday (B)(6)2025, patient arrived with severe infection and underwent a major amputation atk on thursday (B)(6)2025. Patient passed away on (B)(6)2025. The hospital has no claims/allegation toward the devices used and the reported death. The patient was very complex to begin with medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.